Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm occurring on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on 04oct2023. The mpu was connected to ac power and a mock loop. The mpu was able to operate the support the system for several days without any issues or alarms activating. The mpu passed all testing and was sent back to the customer¿s site ready for use. Additional information provided on 14sept2023 stated that no log files were obtained. A root cause for the reported event was unable to be conclusively determined throughout this investigation. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had yellow wrench illuminated without green power indicator. The patient was not aware of the yellow wrench until they switched the power source from battery to mpu and received a power disconnected alarm. Troubleshooting was performed by unplugging and plugging the mpu into a new outlet and replacing the mpu batteries but the issue could not be resolved. The patient was instructed to sleep on battery power and the mpu was to be replaced.